Manufacturer narrative:
Inogen has reviewed the details of this event, including feedback from ms benedict. Inogen does not believe that the inogen clinician or the inogen one concentrator are responsible for ms benedict's fall. Inogen has never received a report of its device causing co2 poisoning. Our clinicians do not advise pts to utilize their equipment in any way other than to the physician's prescription. This pt was titrated to a saturation of 96% at rest on setting 2, and 95% during adl's on setting 2.

Event description:
Pt was on a setting 2 under normal conditions. She increased her setting to 4 and passed out, fell over, broke 3 ribs, and was hospitalized. Her doctor told her, she should never be at a setting 4 - she will get co2 poisoning. She still loves her product and continues to recommend it.